Event description:
During the primary surgery the shell was impacted into the acetabulum and the posterior wall gave way.

Manufacturer narrative:
Examination was not possible, as the instrument was not returned. The prod and lot code was also not provided. The investigation could not verify or identify any evidence of prod error/contribution to the reported event with the info available. Based on the investigation, the need for corrective action is not indicated.